Event description:
There was a tip break with the bipolar device. On (B) (4) 2009, the voluntary medwatch form was received from the facility and following info was reported; the datascope clear glide bipolar forcep was being used during surgery for endoscopic vein harvest. During surgery, the tip of the forcep fell off. The tip was recovered and there was no negative pt outcome.

Manufacturer narrative:
The returned product was visually and functionally evaluated. The tip of the upper jaw was found to be broken off.